Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(6), implanted: (B)(6) 2010: product type lead; (B)(4).

Event description:
It was reported the stimulator was "shooting electricity into the patient's head." It was noted this had happened 2-3 times and the last time was (B)(6) 2013. There were no falls noted. The patient did have a replacement surgery "about three weeks prior." The stimulator was turned off for the surgery and then turned back on after the surgery. It was noted "everything had been working fine then all of a sudden it started shooting the charge." The device was off at the time of report. Follow up reported the cause of the event was unknown. Impedances were normal. The patient did not require hospitalization due to the event and there was no injury to the patient. It was noted "the patient felt like maybe stimulation was turned up too high." The patient will continue to use the stimulator and let the representative know if sensation occurs again.